Event description:
A site registered nurse (rn) reported that, while in a cranial procedure, they inserted the navigus probe into the reducing tube and it showed the tip of the probe being 2-3 centimeters into the brain. In trouble-shooting it was confirmed they were navigating the probe tip. Checked accuracy with the passive planar probe and it showed the same 2-3 centimeter inaccuracy when in the reducing tube. When the surgeon touched the tip of the nose it showed them off to one side. Site stated the reference frame had not moved. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative attended a case with the same surgeon and staff. Everything went well for the case. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Issue could not be replicated.

Manufacturer narrative:
Patient weight was not made available from the site. A medtronic representative, following-up at the site, noted while checking the navigation system that the site had not completed a plan and had not set a target, they had only set an entry. Also noted was that the entry was close to the tumor and in the anatomy. No parts have been returned to manufacturer for analysis.